Manufacturer narrative:
Updated sections: b4, b6, b7, d4(s/n), g3, g6, h2, h10, h11. Corrected sections: e3, e4.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h4, h6 (investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: h6(problem code). A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit, as the issue was solved by the physician after the fse gave advice by phone. The fse advised the physician to re-connect the tubing between the iab fill port and the safety disk via phone. The reported issue was determined to be caused by the connection loose between the iab fill port and the safety disk, and the reported issue was resolved. All functional and safety checks were performed to meet factory specifications. The iabp was released and cleared for clinical service. H3 other text : evaluation not requested by complainant.

Event description:
On (B)(6) 2023, iabp transray 40cc (tr4055) was used in an emergency. When I started, the iab circuit leak alarm occurred repeatedly, so I suspected a leak in the catheter and removed it. I inserted the transray plus 35cc again and started, but the "iab circuit leak alarm" sounded, so when I changed the machine from cs300 to cardiosave, it started successfully and pumped without problems. The 40cc transray catheter was discarded. There is no return due to the leak of the machine related to balloon complaint tw# (B)(4).

Manufacturer narrative:
A supplemental report will be upon completion of our investigation.